Manufacturer narrative:
This device was subjected to detailed laboratory testing. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of a single event upset caused by high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed question marks in fields in latitude nxt. Technical services (ts) reviewed noting a patient data (pd) error had likely occurred in the past, which is a benign telemetry error. All therapy settings were noted to be normal. Ts recommended at the time of next clinical evaluation to re-enter data for the fields that have the question marks. This s-ICD remains in service. No adverse patient effects were reported.